Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment. Preoperative diagnosis was stage 2 vaginal vault prolapse, enterocele, stage 2 posterior vaginal prolapse, rectocele, stage 1 anterior vaginal wall prolapse, and anticipated temporary voiding dysfunction. The postoperative diagnosis was stage 2 vaginal vault prolapse, enterocele, stage 2 posterior vaginal prolapse, rectocele, stage 1 anterior vaginal wall prolapse, anticipated temporary voiding dysfunction, and right hydrosalpinx. The procedure performed was a laparoscopic sacrocolpoperineopexy with graft extension to correct her stage 2 vault prolapse and stage 1 anterior vaginal wall prolapse, cystocele, with a 22 modifier for deep dissection to the vesicovaginal space, laparoscopic right salpingo-oophorectomy, laparoscopic enterocele repair utilizing a retroperitoneal graft approach with a 22 modifier for correction of the enterocele and to prevent future enteroceles, separate rectocele repair from the vaginal approach with prolene and mesh graft to correct for stage 2 posterior vaginal wall prolapse, rectocle, perineoplasty, and cystoscopy with suprapubic tube placement for aspiration of bladder contents and anticipated temporary voiding dysfunction. It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion, infection and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The preoperative diagnosis was stage 2 vaginal vault prolapse, enterocele, stage 2 posterior vaginal prolapse, rectocele, stage 1 anterior vaginal wall prolapse, and anticipated temporary voiding dysfunction. The postoperative diagnosis was stage 2 vaginal vault prolapse, enterocele, stage 2 posterior vaginal prolapse, rectocele, stage 1 anterior vaginal wall prolapse, anticipated temporary voiding dysfunction, and right hydrosalpinx. The procedure performed was a laparoscopic sacrocolpoperineopexy with graft extension to correct her stage 2 vault prolapse and stage 1 anterior vaginal wall prolapse, cystocele, with a 22 modifier for deep dissection to the vesicovaginal space, laparoscopic right salpingo-oophorectomy, laparoscopic enterocele repair utilizing a retroperitoneal graft approach with a 22 modifier for correction of the enterocele and to prevent future enteroceles, separate rectocele repair from the vaginal approach with prolene and mesh graft to correct for stage 2 posterior vaginal wall prolapse, rectocele, perineoplasty, and cystoscopy with suprapubic tube placement for aspiration of bladder contents and anticipated temporary voiding dysfunction.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Tracking number: (B)(4). G2: phone number: (B)(4). Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced pain, discomfort, urinary problems, and dyspareunia. Patient has required additional surgical interventions. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Additional surgical interventions, dyspareunia.

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, erosion, infection and urinary incontinence. Product was used for therapeutic treatment. Patient has experienced injury, pain, discomfort, urinary problems, dyspareunia, additional surgeries, erosion and urinary incontinence.